Event description:
A customer reported to baxter (B)(4) of a baxter administration set in which separation of tubing from drip chamber was observed. An unknown amount of unknown medication was found leaked out of the set due to the separation. The reported condition occurred before patient use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a baxter administration set in which separation of tubing from drip chamber was observed" was confirmed during sample evaluation. Actual defective sample wasn't available for evaluation; however, photograph was available for visual inspection. The reported condition was confirmed during visual inspection. The luer lock was missing from the actual defective set. The assignable root cause of the reported condition is unknown. Actual defective sample was not available for evaluation. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.